Event description:
The hcp reported that the pump was explanted and replaced due to volume discrepancies and pt experiencing an increase in pain. At refill, the expected reservoir volume was 2.0ml; the actual volume aspirated was 10.0ml. The pump was aspirated 8 days after refill and no drug had been delivered. In 2006 a catheter study was performed and revealed the catheter was "ok". The catheter was aspirated without difficulty and the dye study was normal. Pump replacement was then scheduled. The pump contained morphine, unk concentration at a dose of 0.5 ml/day. The pump was explanted and replaced. Final pt outcome is unk.

Manufacturer narrative:
H6: the device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.